Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested.

Manufacturer narrative:
(B)(4). According to the information provided by the physician, the adverse event was related to a procedural technique of intentionally occluding the right common iliac artery, prior to the implant of any gore devices. Additionally, all gore excluder aaa endoprostheses were implanted on the left side. Therefore, the gore device did not cause or contribute to this event. According to the gore excluder aaa endoprosthesis instructions for use (IFU), ¿the gore excluder aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis.¿

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, right common iliac artery aneurysm, and right internal iliac artery aneurysm. Prior to this procedure, both the right common iliac artery and right internal iliac artery were intentionally coil embolized. It was reported that at the time of implant, the gore excluder aaa endoprosthesis (pxt281414/10065920) was converted to an aortomonoiliac. All devices were implanted on the left side. No other gore devices were used during the procedure. It was reported that on (B)(6) 2014, the patient experienced acute right arterial limb ischemia due to the intentional occlusion of the right common iliac artery and underwent a femoro-femoral bypass procedure from left to right using a ptfe graft#8 (manufacturer unknown).the patient tolerated the procedure. According to the information provided by the physician, the adverse event was related to a procedural technique of intentionally occluding the right common iliac artery, prior to the implant of any gore devices.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the right common iliac artery was intentionally covered and embolized. It was reported that on (B)(6) 2014, the patient experienced acute right arterial limb ischemia and underwent a femoro-femoral bypass procedure from right to left using a ptfe graft#8 (manufacturer unknown). On (B)(6) 2014, computed tomography angiography showed the original aortic aneurysm size was 77mm. The patient tolerated the initial procedure. It was reported that the patient had a history of unknown endovascular repair using a non-gore device and right hypogastric artery embolization procedure with coils. Further information was requested.